Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohunleigh (registration #1419652) on behalf of the manufacturer arjo (B)(4) (registration# 9611530). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) as of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration #9611530. The eval of the device to date has been carried out by a representative of the manufacturer's sale and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
Staff was transferring pt, sling was under pt, staff hooked sling up to marisa lift and raised pt for weight successfully, they rolled lift backwards to transfer pt to chair and stated left front clip detached pt fell/slid to right side out of sling to the floor and hit his head. Pt was clear of bed when fall happened.